Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unspecified surgery, the motor drive unit hand control was heating up as consequence of blade stalling. The device displayed an error as well. A back-up device was available to complete the procedure. Surgery was not significantly delayed. Patient did not suffer any injury.

Manufacturer narrative:
(B)(4).